Manufacturer narrative:
This event is a duplicate event. Regulatory report# 1045254-2025-02530 has already been submitted for this event. H6: previously applied codes fdr c20, fdc d16, fdm b17 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis verified patient interface not working. Unit represented with software v1.7.5 and defective cable connector on main pcba board. H6: codes applicable are fdm b01, fdr c0201, fdc d02 and img g04034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the device was muting with bovie on and out of measurement range appeared. Replaced the nim with a loaner to complete the procedure. Additional information received, console screen went unresponsive, the stimulus set to 1.0 default settings with threshold of 100. There was error code in the machine would mute without having a bovie on. The procedural delay was 15 minutes.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1; product description: patient interface nim4cpb1 nim 4.0; serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the system was unable to stim. Rebooting the system resolves this, but it occurred multiple times during the case. There was a procedural delay of less than an hour. There was no patient impact.